Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10455. It was reported that patient experienced an infection at the lead site. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient was administered oral antibiotics to treat the infection and the infection has now resolved.